Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain and post-lumbar laminectomy syndrome. It was reported that during the patient's implant procedure in 2012 they were unable to wake up to test the stimulation while on the operating table due to their sleep apnea. Afterwards the patient tested stimulation with their rep and they had to adjust the settings to very high until the patient could feel it. The patient noted that starting in (B)(6) or (B)(6) 2017 they turned on stimulation and could hardly feel it with it turned up all the way, and that now their ins was no longer functioning. The patient believed that the cause of the ins no longer functioning was that they had it on such high settings. It was also noted that the patient's chronic back pain down their left leg and right arm have gotten worse. MRI compatibility guidelines were sent to the patient. The patient was redirected to their hcp. No further complications were reported.